Event description:
Additional information was received that a new lv lead was successfully implanted to resolve the event.

Event description:
During implant, the guidewire was unable to be advanced through the tip of the left ventricular (lv) lead due to a suspected lead malfunction. The lead was not implanted. The patient was stable.